Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 480 mg/dl. Customer stated they had insulin flow blocked alarm and were unable to troubleshooting. Customer stated issue was resolved by complete infusion set change. The all reservoir sets will not be returned for analysis.